Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va222pw, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reiterated previously reported information. She went on to say that when she fell, she fell directly on the device on a concrete floor and that the fall seemed to have dented the device right in the center. The patient indicated that her device was removed (B)(6) 2020 and that her healthcare provider told her that she would return the it to the manufacturer. No further information was reported at this time.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va222pw, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va222pw, ubd: 26-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's friend or family member regarding patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported that the patient had a fall 2 weeks ago and felt a burning sensation in the vagina when that happened. The caller stated the patient fell on the stimulator. The caller also stated that on saturday night, patient had a severe pain from the knees down, in the right leg and it transferred to the left leg. The patient was in extreme pain so they turned the device off. The patient experienced immediate relief when the implant was turned off. Caller was redirected to follow-up with the healthcare provider to review if the fall affected the system. On 2020-04-20 additional information was received from a consumer. The patient reported her fall near the end of 2019, early 2020, that led to the device causing excruciating pain. The caller stated that the device has been since turned off. The patient has an appointment/consult tomorrow with their healthcare provider to discuss removal of the device. On (B)(6) 2020 additional information was received. On (B)(6) 2020 patient stated that they fall and the wires came loose but still connect. Patient further explained that the wires came loose because they experienced shocking sensation. The patient has an on coming appointment on may 14th with their health care professional. No further complications noted or anticipated.

Event description:
No new information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.